Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had an initial right total hip arthroplasty approximately 2 months ago. Subsequently, during the procedure the femoral shaft was found to be very dense, and it was decided to perform motorized reaming. During the reaming, the guide pin fractured leaving part of the pin in the femoral shaft. The surgery could not be completed due to a lack of necessary equipment as the surgeon now needed to complete a femorotomy and implant a long revision stem. The patient was transferred to another hospital where the surgery was completed a day later.

Manufacturer narrative:
(B)(4) reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: france. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported approximately 3 weeks ago during an initial surgery there was a breakage of the file guide used in the context of the arthroplasty of the right hip, leaving in the diaphyseal shaft a part of the stem. The next day there was a revision for the removal of the broken piece, which could not be removed.